Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during testing. The customer advised that they powered off the device and restarted and then the device functioned properly. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue of the device being unable to deliver a shock. Stryker did observe that the device logged an event code in the device memory which is related to a potential issue of the device to deliver defibrillation energy. The event code was not repeatable. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported and observed issues could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during testing. The customer advised that they powered off the device and restarted and then the device functioned properly. There was no patient use associated with the reported event.